Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irrigating solution did not come out at all during a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It was reported that the irrigation solution did not come out. One 25+ gauge (ga) probe manifold was returned and was visually inspected. Visual inspection confirmed a folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell. This prevented the sample from priming on the console and caused aspiration failure. A system message code appeared on the console screen during the priming sequence. The kink on the tubing happened during assembling the rear shell to the probe engine. The root cause for the customer¿s event is related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).